Event description:
Missing device from package. It was reported that the customer received a box of 10 powerwands and 3 devices were missing from within the box. No patient injury or involvement were reported.

Manufacturer narrative:
The device was unable to be evaluated as it was not returned. If the device is received in the future an evaluation will be performed. The reported event was unable to be confirmed or replicated. A cause of the reported event could not be determined at this time.

Manufacturer narrative:
Other text: a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. Five (5) product sample photos were received for evaluation. Visual inspection observed that the shipper box contained only seven (7) pouches. Therefore, customer complaint is confirmed. The root cause of the reported issue was found to be production personnel not following the manufacturing procedure and to the sampling visual inspection failing to inspect this box. A nonconformance notification has been sent to the contract manufacturer (supplier) for further investigation and to continue monitoring and make adjustments as needed in order to address this issue and avoid component shortage in the future. UDI section of d4 is unknown, d5 and e4 are unknown, no information provided to date.